Manufacturer narrative:
Investigation summary: bd was not provided with photos or samples for catalog 301942 lot 1811192 to investigate for this record. Unfortunately, as a result, bd is unable to verify the reported issue or determine a definitive root cause. Bd concludes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that bd¿ syringe s2 5ml 22ga 1-1/4in leaked. The following information was provided by the initial reporter: it's found liquid leakage at the tip of plunger and barrel, sample not saved.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe s2 5ml 22ga 1-1/4in leaked. The following information was provided by the initial reporter: it's found liquid leakage at the tip of plunger and barrel, sample not saved.